Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, the wire-like part remaining in the reprocessor was likely part of an endo therapy accessory used with the scope; however, the identity of the part could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope was insufficiently reprocessed using the endoscope reprocessor. A wire-like part remained in the endoscope reprocessor after reprocessing was completed. There was no patient involvement.